Event description:
On (B)(6) 2012, medtronic model 6949, serial (B)(4), implant date (B)(6) 2006, rv lead replaced/impending fracture. On 08/17/2012, carelink alert received 'sensing issue: 362 short v-v intervals since (B)(6) 2012, 08:47:00. Transmission available, from (B)(6) 2012, 11:53 pm, reviewed on carelink website. Impedance is within normal limits-464ohms. However, review of 'nst' episodes on (B)(6) 2012, showed inappropriate/oversensing of ventricular lead, for v lead intermittent 'make-break' noise. When manual pace impedance repeated in clinic: >2500 ohms. Shock impedances within normal limits: svc 68/ rv 52 ohms. Pulse generator is medtronic (B)(4) virtuoso dr., serial (B)(4), implanted (B)(6) 2009. Pt did not receive inappropriate therapy due to this, was avoided due to 'lead integrity alert' software.